Event description:
The event is reported as: complaint alleges that the nebulizer will not mist or aerosol. The alleged incident occurred during medication treatment to a pt. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of report. A f/u report investigation report will be sent when completed.